Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the therapy was turning itself off. The manufacturer¿s representative called the patient on tuesday to turn the ins on. The home healthcare came yesterday because they were still having accidents. The patient stated that the caller talked them through ¿it¿ but the ins was not on so they were walked through how to turn it on. The patient noted that last night, they did not feel like the ins was on, woke up, and had an accident this morning. The patient turned the device on in front of their roommate this morning but there was no ¿lightening bolt¿. They got in contact with the representative who walked the patient through turning the device on. Not even after 15 minutes after this, the ins shut itself off again and the patient became upset. The representative activated the ins on tuesday and on thursday the patient noticed it was off. The representative was able to help the patient turn the device back on but this morning, they noticed it was off again. The patient had done this 3 times already in the office today and the representative knew the patient was doing everything right with the patient programmer. The patient was having accidents again now which was ¿pretty traumatic¿. The patient stated that the ins will be on and working, then the programmer screen goes blank. They disconnect the antenna and take the batteries out (that¿s all they do) and later the ins will be off. When asked how the patient knew the ins was off, they stated that it was ¿because I had an accident¿. Recent emi environmental exposure was noted as the patient lived in a home with over 100 computers. Using the patient programmer, the representative was interrogated the ins which showed the ins was on and program 2 was active at 0.7 volts. The patient stated that they use the blue button under the light bulb to turn the programmer on. After the ins turned off this morning, it was not turned back on again until the patient was in the doctor¿s office with the representative where the device was noted as had been working fine while there. Using the clinician programmer, the representative interrogated the ins which showed the ins was on and the last session was on jan. 7, 2019 with 73 hours of use (24%). Program 1 was used 62% of the time, program 2 was used 36% of the time, and programs 3 & 4 were each used 1% of the time. When the representative clicked daily use it showed ¿no daily use information available¿. It was unknown why the information was not populated. An additional reporter mentioned that they were going to have the patient check to see if the ins turned off when they got home using the patient programmer. They were adamant that the issue was not a patient education issue/or user error and it was believed that it may be related to the computers in the patient¿s home. It was suggested that the patient keep a diary of when the ins was turning off, record what the programmer showed, and then to come back into doctor¿s office to interrogate the device with the clinician programmer. Follow up information received from the manufacturer¿s representative on (B)(6) 2019, reported that, after checking with the patient, it seemed as though they had been checking to see if it was still turning off and it had not been. The device was staying on so far. The representative had visited with the patient on (B)(6) 2019, and had not told them about any other issues related to the device turning off. The representative was not able to offer any suggests as to the potential cause of the no information being populated in the daily use field issue. The representative was going to wait to hear from the patient if there was no improvement or if the issues continued to happen. The patient was provided with contact information for support if the problem continued. The representative reported that as far as they could tell, the device continued to work at this time. When the device was checked on (B)(6) 2019, the therapy was on and the patient felt the stimulation. There were no further complications reported or anticipated.